Event description:
The customer reported that a sonosite tee/8-3 mhz transesophageal transducer left black marks on the pt's skin in the area where the transducer shaft rested against the pt's cheek. No permanent damage or injury was reported.

Manufacturer narrative:
The customer was provided a copy of the cidex opa MFR's instructions for reference and advised to follow these instructions should they choose to continue to use cidex opa. In addition, they were provided a copy of the tee care instructions which includes a list of alternate cleaning methods.